Event description:
There was a supply malfunction for a navigator ureteral access sheath set 11f/13f ref # m0062502020 lot # 18849989. The plastic sheath was trapped inside of the lumen, occluding it. The patient was having a cystoscopy and ureteroscopy. An access sheath was introduced into the ureter and malfunctioned; the inner sheath became trapped inside the outer sheath and caused it to become occluded. No harm was done to the patient. Another sterile sheath set was available and was utilized to finish the procedure.